Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-feb-2026, it was reported by a facility representative via (B)(4) that an ar-6480 dw arthroscopy pump was not working, there was no suction in the outflow of the system. This was discovered during a procedure with no patient harm. Additional information provided 13-feb-2026: it was further reported this occurred during a shoulder rotator cuff repair procedure that was completed with another arthrex pump.